Event description:
The customer reported the system shuts off while shooting. This is indicative of an uncommanded system shut down. There is no report of patient injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of patient or staff injury was reported.